Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted during a procedure on (B)(6) 2025. During the ongoing use of the device, the patient reported intense epigastric pain, recurrent vomiting and discomfort. An x-ray was performed; the balloon was discovered to be hyperinflated. The balloon was removed, and another balloon was implanted. No additional patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted during a procedure on (B)(6) 2025. During the ongoing use of the device the patient reported intense epigastric pain, recurrent vomiting and discomfort. An x-ray was performed; the balloon was discovered to be hyperinflated. The balloon was removed, and another balloon was implanted. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Device evaluation summary: the orbera bib intragastric balloon was not returned for analysis. Customer provided pictures included an x-ray image in which a line that indicates the presence of air in the balloon. Other included pictures display the balloon as being deflated inside the patient. Therefore, the reported event of balloon spontaneous inflation was confirmed. The reported events of balloon spontaneous inflation, balloon deflated, discomfort, pain abdominal and vomiting are known and documented in the labeling. The reported events of endoscopic procedure and imaging required occurred during the procedure. The most probable cause of these reported issues cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.